Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "uncomfortable pain" and "a change was physically visible." Ultrasonography, mammograhy and magnetic resonance imagining (MRI) confirmed that the implant is ruptured." Device remains implanted. This record relates to the left side.